Manufacturer narrative:
Product ID 8840, serial # unk, product type programmer, physician: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2004, product type catheter: product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported the patient experienced a return of symptoms noted as spasms and increased pain. The patient had oral medication to help her with that. The patient was refilled on (B)(6) 2012. Per hcp, a bridge bolus was incorrectly performed at the refill. Hcp reported drugs were added to the primary drug, baclofen. A bridge bolus was programmed, however, the old drug desired dose was programmed as 148mcg and it should have been 713.6mcg/day. The patient was going through withdrawal and had increased spasms due to the reduced dose over the last few days. The patient was seen in the clinic on (B)(6) 2012. Hcp programmed in the flex infusion and the remaining 4 hours of the bolus was cancelled. The pump will start dosing the corresponding dose in flex mode. The pump was delivering clonidine prialt, baclofen (compounded) and morphine.

Event description:
Patient reported they do not have concerns with their device or therapy. They received assistance from their doctor or representative and their concerns were resolved. The patient's appointment date was (B)(6) 2013.